Event description:
Adolescent girl with byler's disease and complex hx with ewings sarcoma of the chest wall. Patient presented today to ir for a CT guided right chest wall lesion biopsy. Attending was biopsying a small pleural nodule in this patient with history of ewings sarcoma. To avoid puncturing the lung and causing a pneumothorax, injected dilute contrast into the pleural space to push the lung away (hydrodissection). Used a small needle (30 gauge). When trying to pull out the needle, it snapped off at the hub leaving one piece extending through the nodule into the pleural space. It was not protruding through the skin. Unsuccessful at removal of needle, general surgery came to the CT scanner. While waiting for surgery, md proceeded with the biopsy. Surgeon attempted to remove the needle fragment in the CT scanner but was unsuccessful and felt fluoroscopy would be needed. Surgery successful in removing the needle with fluoroscopic guidance. A chest x-ray showed no pneumothorax or other complication. The patient recovered uneventfully, and a repeat chest x-ray 2 hours post removal showed no pneumothorax. Was discharged home in stable condition.